Event description:
Healthcare professional reported rupture associated with an axillary adenomegaly, siliconoma, capsular contracture (baker grade iii) and pain on the sub-mammary groove, on the left side.the device has been explanted and replaced.

Manufacturer narrative:
Device photo evaluation: visual analysis of the photographs identified: red particles on the surface of the shell; opening. Device analysis performed through photographs, due to the impossibility to perform a further analysis it is not possible to determine the cause of the event. Visual analysis of the photographs identified two devices with unidentified side are observed that apparently it is opening the shell, the second device with yellow particles in the shell. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Healthcare professional reported rupture associated with an axillary adenomegaly, siliconoma, capsular contracture (baker grade iii) and pain on the sub-mammary groove, on the left side.the device has been explanted and replaced.

Manufacturer narrative:
Health effect - impact code: (B)(4). The events of "capsular contracture, lymphadenopathy, and granuloma" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and capsular contracture, baker grade iii.

Event description:
Healthcare professional reported rupture associated with an axillary adenomegaly, siliconoma, capsular contracture (baker grade iii) and pain on the sub-mammary groove, on the left side. The device has been explanted and replaced.